Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a patient was admitted to the pediatric intensive care unit (picu) immediately following a t&a procedure performed with an ent coblation wand due to h/o osa, diabetes, and obesity. The patient was discharged following uneventful observation and returned 8 days later to ed following bleeding from throat. The patient was given IV fluids and was observed for 8 hours and then was discharged. In addition, the patient returned again the same day with recurrent bleeding. Cautery was performed in the operation room due to recurrent bleed. The patient outcome is unknown.